Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using three prostyle devices after an emergency interventional procedure for a stroke with an 8f sheath. Reportedly, femoral imaging was not performed. An unspecified failure occurred with the three devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that femoral angiogram was not performed. It should be noted that the prostyle instructions for use (IFU), access site and puncture considerations section 11.2 states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram specifically contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unspecified failure mode appears to be a posterior needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.